Event description:
Customer reported clinician could not ventilate in bag or ventilator position. Clinician reportedly switched to ambu bag. A build-up of water was subsequently noted in the absorber. The water was reportedly emptied, and the pt was reconnected to the machine. The case was finished with no further reported problems. Equipment remains in use. During the initial MDR eval, it appeared the reported complaint was due to the unit being used in conflict with the labeling. Upon further review of the info, it was determined to file a medwatch report. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.